Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.

Manufacturer narrative:
Consumer has not returned.

Event description:
Consumer is alleging that her humidifier ran out of water, emitted smoke, and caught on fire which damaged the flooring. Consumer's daughter was taken to see her doctor and checked out fine.